Manufacturer narrative:
Lot history record review: the lot histories were reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the catheter was returned in two pieces. The hub and catheter section is 8 cm long. The catheter has a straight edge that indicates the catheter was cut at this point. The second section is the rest of the catheter, with the exception of the 5 cm of missing tip. This section is 37 cm in length. One end of the catheter is straight cut; to match up with the hub section and the other end includes 9 1/2 drill holes (7 spiraled holes the originally started 130 mm from the distal tip and 2 1/2 of the 6 holes in the catheter shape) and a jagged edge. There is a slice in the end of the catheter 2.5 cm in length. The 2 complete drill holes remaining in the shape are 12 mm apart. Specification is 2 mm apart +/- 2 mm. The tip is missing form the sample, approx 5 cm. A thicker black string is tied around the catheter. (B)(4) assisted in the investigation. Review of stock sample: stock samples were not available at angiodynamics but the hosp did return 4 sterile samples from the same lot number. The 4 samples were evaluated and nothing was found that would have contributed to the reported complaint. The catheter length of all 4 catheters was 47.50 cm. Specification is 47.40 +/- 2 mm. All of the catheters had a total of 13 drill holes. Specification is 7 holes spiraled starting 130 mm from the proximal end and 6 holes inside shape. For all of the catheters the suture hole is 22 mm from the distal tip. Specification is 22 mm from the distal tip. The first hole on all of the catheters is 16 mm from the distal tip. Specification is 16 mm from the distal tip +/- 2 mm. All of the 6 drill holes in the shape of each catheter are 12 mm apart. Specification is 12 mm apart +/- 2 mm. Conclusion: the complaint investigation was confirmed during the visual inspection of the returned sample. The exact cause of the complaint is unk. It is known that the catheter was in place for 9 days, alcohol was not used, and that the break occurred during removal. This type of complaint could have been caused due to excessive tension on the suture wire or if the suture hole was drilled to close to a drill hole. One can only speculate what might have happened. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Catheter was in place for 9 days in the small bowel. The catheter tip broke off leaving a 5 cm section in the pt.